Event description:
Device has been explanted.

Manufacturer narrative:
Additional/changed and / or corrected data. Photo evaluation: visual analysis of the photographs identified: device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.